Manufacturer narrative:
During inspection and testing, the foreign material found in the air/water nozzle was suspected to be due to wear of the device caused during handling and reprocessing. The reported issue (air/water flow problem) was confirmed. It was observed there was no air/water flow due to clogged nozzle. In addition, service found the adhesive on the bending section cover was worn, the light guide lenses were cracked, the connecting tube was wrinkled, the connecting tube protector was torn, the switch button #1 was pierced but not leaking, the bending angle was out of specification, the insulation resistance value was out of specification, and the biopsy channel was discolored, and scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited air/water flow issues during disinfection cycle and the wash cycle was stopped. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with a solid and translucent foreign material. This report is being submitted for the malfunctions found during evaluation (foreign material in air/water nozzle).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material lodged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.